Event description:
It was reported that when using the bd pyxis¿ medbank tower aux had a drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the issue was due to a known software bug in the application causing the override workflow to fail and revert to the patient list screen. The technical support specialist advised the user to log out and log back in as a temporary workaround until the next software upgrade. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux had a drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.